Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries and the emergency stop switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had displayed fast stop errors and shutdown twice during a procedure. The customer was able to restore functionality by rebooting. There is no report of injury or death associated with the event described in this complaint.